Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked battery tube threads broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 122 mg/dl. Customer stated the inner scree cracked and has a smudge on the pump screen. Customer reported that pump fell on the floor and screen got damaged. Customer stated the drive support cap is flush. Customer was advised that pump will need to be replaced.